Event description:
It was reported that a cartridge change error occurred. There was no reported adverse effect to the customer's blood glucose level. With assistance from technical support, the customer removed the cartridge, inspected and cleaned the pump's pneumatic tap area, and filled and loaded a new cartridge successfully, allowing them to resume insulin delivery.